Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI on (B) (6) 2009. The pt had experienced increased pain and suffered with terminal cancer and a short life expectancy. The pt was too ill to replace the pump. The pt's outcome was reported as "no injury". The medication being delivered via the device system were bupivicaine and morphine sulfate.

Manufacturer narrative:
(B) (4).